Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. It was noted there was high chronic left ventricular (lv) lead threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant: product ID 419688 implantable pacing lead implanted: (B)(6) 2010, 6947 implantable tachy lead implanted: (B)(6) 2010, 5076 implantable pacing lead implanted: (B)(6) 2010. (B)(4).